Event description:
This is a case report received on the by baxter (B)(4). It was reported that a admin set. For lbl. Bld. Derivw ll was connected to a patient. The hospital staff member tried to change the flow rate, however, the roller in the clamp had dislodged from its housing (one side only) and the flow rate could not be changed. A patient was involved but no injury was incurred. The sample is not available for evaluation the hospital discarded the sample as it was contaminated with blood.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.